Event description:
Customer reported blood glucose results of 407 mg/dl using advantage system 1, 170 mg/dl using advantage system 2 within 10 minutes. Reported no symptoms or adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 1. (B) (6).